Manufacturer narrative:
Additional narrative: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the pfna set contained the protection sleeve which was broken. The spring-loaded mechanism at the top of the instrument fell apart while inserting into the pfna blade using the introducer. No patient involvement was reported. Concomitant device reported: unknown pfna blade (part # unknown, lot # unknown, quantity 1), unknown blade impactor (part # unknown, lot # unknown, quantity 1) this report is for one (1) protect sleeve 16/11 f/pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 356.818, lot: 8370237, manufacturing site: bettlach, release to warehouse date: may 6, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint condition, that the spring loaded mechanism at the top of the protection sleeve is broken/damaged, could be confirmed according to the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.